Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the device was having occlusion alarms weekly. Unable to confirm the complaint due to the device not being returned. Based on the review of the information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis. A service history was unable to be performed as the serial number was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was having occlusion alarms weekly. This is the third set of pumps since early this year. He did not report any missed doses or adverse events. The event occurred during infusion. There was patient involvement and no patient harm.